Event description:
The customer reported that the bellavista 1000 showed invalid calibration and 315 error "inspiration valve or device leaky". 1l/m scale point calibration not getting done when they start the annual calibration. There was no patient involvement associated from this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, received the inspiration block/valve test result. When adjusting the blower to 30% and setting the insp. Valve to 0 steps it provides a flow of 125,67 lpm. When blocking the outlet the flow is 0 and the press pat insp is close to press blower (blower=25,28; inps= 25,31). No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the leaking inspiration valve ot. Corrective actions already implemented with inspiration valve nt vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.